Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidestainer had a fluid leak. Customer reported that the volume of the leak was approximately 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) instructed the customer to replace the peristaltic tubing assembly for methanol. Customer reported that they also replaced the peristaltic pump. Customer reported that the leak has been resolved.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).